Manufacturer narrative:
The customer reported that the display had a red-orange hue and was intermittently unreadable. The device was evaluated at philips, and the failure was confirmed. The display assembly was found to have caused the issue, and was replaced to resolve it.

Event description:
The customer reported that the display had a red-orange hue and was intermittently unreadable.